Event description:
Pt reported being hospitalized, on 2 occasions, for high blood glucose. Pt indicated that in 2004, their blood glucose measured "hi", at their physician's office. Pt was advised to seek treatment at the hospital. Pt was treated with an insulin drip, a "a shot of something, every hour." Pt was discharged the next day. Pt reported that, from the following day, their blood glucose consistently measured > 400 mg/dl. Pt was unable to lower blood glucose by bolusing, and sought treatment at the hospital the following day. Pt was treated with IV fluids (contents not provided) and released the same day.